Event description:
Patient reports she was having eye pain, sensitivity to light and vision trouble. Dr. Diagnosed and treated for iritis with predforte and maxitrol (antibiotic and steroid).

Manufacturer narrative:
This is being filed as iritis. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.